Manufacturer narrative:
Additional information: the reported event was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
During the service evaluation process the lens of the device was found to be broken off. No patient involvement or procedural delays were associated with this event.

Event description:
During the service evaluation process the lens of the device was found to be broken off. No patient involvement or procedural delays were associated with this event.